Event description:
We just learned that the bd saline nd heparin flush syringes that our health system uses, recently changed their ndc numbers so that there is no differentiation between them; in other words, they all scan as the same thing (heparin flush with no distinction between heparin concentrations or plain saline). We had to change the build so that they now scan as a generic flush. The only difference in the ndc is the package type. We have filed a formal complaint with the company. We feel this is a huge patient safety issue. The product comes through our supply distribution center (not pharmacy). These solutions are utilized all over the health system, including in our pediatric and neonatal populations (of note, these syringes are one of the few that are compatible in the alaris pump). (B)(6).